Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. Additional information was requested, and the following was obtained: did this issue happen in two different patients? Answered no. What were the indications for surgery? Answered ca. What surgical procedure was performed? Answered. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Answered no. What healthcare professional fired the device and what is his/her experience with the device? Answered large experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Answered. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Answered. What confirmation was received that the device completed the firing sequence? Answered. Was the green checkmark visible at the end of the firing? Answered. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Answered. Was a complete transection of the white breakaway washer visually confirmed? Answered. Was a leak test performed? If so, what type and what was the result? Y ¿ no issue observed. Was the staple line visualized endoscopically during the initial surgical procedure? Answered. How many days postoperative did the leak occur? 7. How was the leak identified? White count then imaging what was observed at the site of the leak upon reoperation? At or above line how was the leak addressed? Suture. Were there any issues experienced with the device in the initial surgical procedure? Answered no. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answered no. Please provide more details about the device malfunction. It did not malfunction. Customer reported having a leak. Very rare occurrence for this experienced user. Patient was brought back after demonstrating symptoms of a possible leak about a week out from surgery. Patient was male, morbidly obese, ca diagnosis. Smoker history unknown at the time of the report. Surgeon reported case went well and good donuts were observed. Patient treated with antibiotics post bring back and appears to be recovering well. Original surgery (B)(6) 2023, bring back (B)(6) 2023. Surgeon desires to learn more, despite vast experience, to see if he could be doing anything else to reduce the probability of future leaks. 2. Was the battery plugged in fully with the backlight lit? Yes. 3. Was the device in range? Y. 4. Was the safety disengaged? Y. 5. Did the device staple? Y. 6. If yes, was the staple line complete (fully circular)? Y. 7. Did the device have tape line issues? Malforms, missing staples, no staples etc? None reported or observed. 8. Was the breakaway washer completely cut? Y. 9. Were there two complete tissue donuts? Y. 10. Was it a partial cut? If so what was cut partially, washer or tissue? No. 11. If yes/no, was there any issue with the cut n/a. 12. Did the device cut the tissue? Yes,it was reported it performed per IFU. Are the files (B)(4). Duplicate files? Answered -bring back. Did this issue happen in two different patients? Answered no. What were the indications for surgery? Answered ca. What surgical procedure was performed? Answered. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Answered no. What healthcare professional fired the device and what is his/her experience with the device? Answered large experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Answered. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Answered. What confirmation was received that the device completed the firing sequence? Answered. Was the green checkmark visible at the end of the firing? Answered. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Answered. Was a complete transection of the white breakaway washer visually confirmed? Answered. Was a leak test performed? If so, what type and what was the result? Y ¿ no issue observed. Was the staple line visualized endoscopically during the initial surgical procedure? Answered. How many days postoperative did the leak occur? 7. How was the leak identified? White count then imaging. What was observed at the site of the leak upon reoperation? At or above line how was the leak addressed? Suture. Were there any issues experienced with the device in the initial surgical procedure? Answered no. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answered no.

Event description:
It was reported that post op to a low anterior resection the patient had a post-op leak. Patient came back on (B)(6) 2023 for the leak to be taken care of with no issues. No issues were detected with the stapler itself, according to the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are the files (B)(4) and (B)(4) duplicate files? Did this issue happen in two different patients? When the patient came back on (B)(6) 2023 for the leak to be taken care of, how was the leak taken care of? Did the patient have to have another surgery? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.